Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An other healthcare professional reported that blade smaller than expected and enlarge the incision in order to insert the lens cartridge during cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with new one. Additional information received that there was no patient harm.

Manufacturer narrative:
Correction information was provided in d.4. Product UDI has been updated. Additional information has been provided in h.3., h.6., and h.11. The used company cartridge was returned inside the opened pouch. Viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. No cartridge damage was observed. The cartridge tip was direct measured and met specification. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The returned used cartridge would be unrelated to the reported event. No cartridge damage or abnormalities were observed. The cartridge tip was verified to be within specification. Cartridge manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of cartridges. Supplier manufacturing records as well as their certificate of compliance verify the dimensional measurements are within specifications. The report indicated the surgeon felt that that the blade used to make the incision was smaller than normal (pr2544996). The cartridges were returned for verification but were not considered suspect. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.